Manufacturer narrative:
The lp-10 ventilator does not have the capability to provide a memory download. Should new information become available, a follow up MDR will be sent.

Event description:
Covidien, received a call inquiring about ventilator download. As per caller, the ventilator was found powered on and in standby mode. The pt circuit was still attached to the pt and to the ventilator at the time of the event. As per caller, there is no allegation of a ventilator malfunction or that it contributed to the alleged event.